Event description:
It was reported that cadd cleo infusion sets failed to insert properly, resulting in insulin leakage around the infusion site. The patient replaced the infusion set and successfully resumed insulin delivery. There were patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.